Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that trial patient stated their gauze came loose and the wires are sticking out. They were advised to contact their healthcare professional (hcp). On (B)(6) 2021, trial patient stated they were no longer tracking their symptom data due to the leads being exposed and they didn't think it is working. Trial started (B)(6) 2021.